Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device did not ratchet. On august 29, 2016, it was clarified that the issue occurred during surgery. There was a patient involvement and there was no patient harm/injury associated with the report. An alternate device was retrieved for use during the surgery and the surgery was delayed due to the alternate device. There was no impact/damage to the graft harvest and the graft harvest was able to be used. The blade was properly placed and the dermacarrier was at room temperature. The device was not repaired by someone other than zimmer biomet. No medical intervention/additional surgical procedure was required and the surgical technique for the product was utilized. The customer returned a skin graft mesher device, serial number 00802, for evaluation. The device history record (DHR) review was not performed as the documentation for lot number 30368000 has not been located or uploaded to livelink at the time of the investigation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was october 9, 2014 where it was reported that the handle was broken and a part was stuck in the machine and the ball detent, roller, worn bushings, worn side plates, damaged comb, and gears were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on september 19, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb was bent on the right hand side. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The roller shaft extension end was deformed. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 20, 2016 which included replacement of the damaged ratchet gear, roller and comb. Skin graft mesher, serial number 00802, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was bent and that was causing the device to not being about to work as intended. The root cause of the device not ratcheting was due to the bent comb and damaged ratchet gear. The cause of the comb being bent and the damaged ratchet gear cannot be specifically determined with the provided information. The issue was resolved with the replaced the damaged ratchet gear, roller and comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device did not ratchet during surgery. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was bent.